Event description:
Per territory business manager charles s. One of the arms on the base is bent and the pump does not hold pressure. According to the territory business manager the dealer stated the end user has had other issues with a previous lift of the same model but could not provide any further information. The serial number does not come up in the system and no further information could be provided. Additional reportable malfunction for this device; tbm alleges the pump does not hold pressure.